Manufacturer narrative:
The manufacturing facility is conducting a review of the DHR (device history record) and supporting quality records.

Event description:
Consumer reported upon removal the string broke off of a tampon leaving the tampon inside. She was unable to remove the tampon herself and went to the ER. The tampon fell apart upon removal at the ER and the remaining tampon pieces were vacuumed out. She was fine and did not experience any symptoms.